Manufacturer narrative:
(B)(4). The device was returned for analysis. Analysis found no evidence of device defect, malfunction or non-induced damage. However, a cut was noted in the outside insulation ~26 cm from the terminal end -- likely explant damage. Setscrew marks noted on the terminal pin in correct location. Helix retracted; dried blood noted in housing and tip region (normal for ingevity). Lead resistances measured normal -- indicating conductors are intact. X-ray showed no conductor issues (deformity or fracture) -- the crimp sleeve and lead tip/helix appeared normal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an attempted pacemaker system implant, there was a right ventricular (rv) lead perforation which resulted in a paracardial effusion. The patient experienced chest, neck and jaw pain. 400ccs of fluid was extracted, but the pain persisted. A revision procedure was performed to retract the right ventricular (rv) active fixation lead, and symptoms subsided. The lead was replaced with a passive fix rv lead. The procedure was successfully completed, and there were no additional adverse patient effects. The patient remained stable, and there were no blood pressure (bp) or hear rate (hr) issues.